Event description:
It was reported that unspecified bd¿ syringe came with a mix of products and the patient had the wrong size of syringe. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Bd was not able to confirm the customer¿s indicated failures.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. The initial reporter also notified the FDA on 04 february, 2019. Medwatch report # mw5083066. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe came with a mix of products and the patient had the wrong size of syringe. No serious injury or medical intervention was reported.